Manufacturer narrative:
Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed ventilation issue, could not be reproduced during on-site investigation of the unit. However, the user stated that the unit could not perform ventilation after system checkout. As stated by the field service engineer, the doctor removed some parts of the lung. Air is leaking from the partial lung. The flow-I alarm leaks and the anesthesiologist attempts to increase the flow to 10 l/min, but no air reaches the patient. He switched to manual and adjusted the apl valve, but no air came out of the machine. He does the same several times but there was no airflow. He started to use an ambush bag, and restart flow-I but don't have airflow. So he use ambush bag until finished this case. Our clinical department checked provided device's logs and concluded that volume control ventilation mode has been used with not large amounts of provided volume. Volume control mode of ventilation cannot compensate for a leak like a pressure control mode of ventilation. According to provided information from the customer, the user change patient circuit and filter to improve behavior of the anesthesia workstation. The technician suspect that used patient circuit was non-original getinge part. Particular source of the issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia workstation generated symptoms of not ventilating. Alarms for high airway pressure were found in the log files. There was no patient harm. Manufacturer's ref. #: (B)(4).